Event description:
Caller reported that their pump screen was dark and wouldn¿t turn on, leading to their blood glucose level exceeding a high value, though the specific numerical value was unknown. To manage the high blood glucose, the customer administered a correction injection using multiple daily injections and did not require third-party assistance. Tandem technical support attempted several troubleshooting steps without success and decided to replace the pump. The caller was instructed on returning the non-functional pump and informed about receiving a replacement pump with updated software. The customer acknowledged the instructions, including reprogramming their settings and connecting their continuous glucose monitor to the new pump. Customer reverted to an alternative method of insulin therapy.